Event description:
It was reported during the patient's scs trial procedure, invalid impedances were observed during intraoperative testing of the lead. The physician explanted and replaced the lead with a new one. However, invalid impedances persisted. The physician repositioned the lead and the impedances issue resolved. The patient reported receiving effective stimulation postoperative. The procedure was extended by 20 minutes.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.